Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), therefore no pt involvement. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
The user facility reported a saline bag back-filled during recirculation mode. The time in recirculation mode is unk, drain line and hight were within specs. There was no report of pt involvement.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode was not able to be confirmed. However, follow-up information provided by the user facility revealed that the flow motor and the deaeration motor were calibrated to resolve the issue. The machine was returned to service at the user facility. No parts from the complaint device were returned to the manufacturer for analysis. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.